Event description:
On (B)(6) 2010, the patient's father reported the infusion set cannula kink and bend after insertion. This most recently occurred this morning. No physiological effects were reported. The patient was sent an infusion set insertion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.